Event description:
The manufacturer received information regarding a dream station auto. The device was returned to a third-party service center. During visual inspection of the device, power connector and circuit board were damaged. In addition, the inspection found device couldn't be able to power on. The device was scrapped. This report is being submitted for power connector and circuit board were damaged during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.